Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety shield snapped off. This was discovered during use. The following information was provided by the initial reporter: material no. 368650, batch no. 9105680. It was reported that pink safety shield snapped off. The customer has reported that the pink safety shield snapped off when closing. The customer is not requested a credit but wanted to ensure the incident was documented in case further similar incidents arose. No further action required at this time.